Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Concomitant medical products: zcb00 lens serial number (B)(4); injector, model and lot number unknown. Device manufacture date: unknown as product lot number was not provided. The device was not returned for analysis as it is not available. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb00 intraocular lens (iol) was stuck on the plunger of the lens shooter during implantation. It was noted that the iol was partially delivered where half of the lens made contact with the patient's eye. Reportedly, another lens was inserted with no issue. There was no patient injury and there was no surgical intervention required. The patient was reported doing fine after surgery. No additional information provided.